Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The mother stated that her daughter woke up with blood glucose of 129 mg/dl and got a text while her daughter was at school for high blood readings. The customer's blood glucose reading was 460 mg/dl. The customer treated with the pump. The customer had symptoms such as abdominal paint and headaches. The customer was advised of the two high blood glucose rules. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.